Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking sensation near the spine after bending over to pick something up. He also experienced a return in symptoms and speech issues after the shock. When the pt turned the stimulation off in the right battery, he felt a shock, and the shocking did not stop when the batteries were off. Add'l info received from the health care provider (hcp) reported that the cause of the event was unk, however, the pt had been working on a lamp prior to the episode. The hcp was unable to reproduce the shocking with forward bending or an eval of the dbs. In addition, the hcp reported that the pt uses a drill which turns his device off, and was advised to stop using the drill. Refer to MFR report #: 3004209178-2011-06573.